Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 200 mg/dl compared with the sensor glucose reading of 90 mg/dl. On another occasion, the blood glucose reading was 125 mg/dl and the sensor glucose reading was 50 mg/dl. The customer stated that the insulin pump kept shutting off as well. She complained that she had gone through many test strips and had to check blood sugars very frequently because of the sensor and blood glucose discrepancies. Advised the customer to always treat based on blood glucose, not sensor glucose readings. The customer declined troubleshooting and advised that she would call back later. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.